Event description:
The facility alleges, during the ligation of femoral vessels on a canine, the clips are slipping off the ligation site. The facility stated that the surgeon was unsure if she was using the proper clip size.

Manufacturer narrative:
Device evaluated by manufacturer: teleflex medical rec'd two appliers from the facility. The appliers were evaluated and inspected. The reported issue was not confirmed. Functional and visual examinations were performed and the appliers met acceptance criteria. Conclusion: device evaluated and alleged failure could not be duplicated - cause of event unknown. No failure detected and product within specification.